Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during the induction test of a routine device replacement, therapy was successully delivered but a warning appeared pertaining to excess current delivery. The lead was capped and replaced.